Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, the water temperature was around 21 to 28 degrees celsius and did not go higher. The procedure was completed with this device. There were no complications, and the patient's condition was noted as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned device revealed an MDR-reportable malfunction of radiofrequency out of calibration. The MDR is based upon the evaluation results.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation system, refurbished, was serviced on site, therefore, it will not be returned to the manufacturer. Functional analysis revealed the radiofrequency output was out of calibration and was therefore adjusted. The thermoelectric module was replaced. The most likely cause for this event is wear and tear as insertion of the heat exchange cartridge can damage the thermoelectric modules. The patient's age was reported as "(B)(6) " years. (B)(4).